Event description:
Procedure: lower anterior resection. Rep0rtedly, the stapler jammed upon closing and reopening of the stapler in order to release the device was not possible. The device had to be surgically removed from the tissue which was then sutured.